Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-nov-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device failed in recovery and offline in remote support service (rss). A field service engineer (fse) reset the hard drive, reimaged the station, and completed the station configuration. The station was then rebooted and confirmed to be communicating with the server. The pharmacy was able to access medications, and the customer support center successfully remoted into the station to complete setup. The station was brought back online in remote support service (rss), resolving the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es device failed in recovery and offline in remote support service (rss). The device did not start properly with error code. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.